Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable at the input disk #5 in the proximal end housing. The loose cable would cause the instrument to not articulate properly. The instrument was tested on an in-house system and exhibited imprecise motion. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The pitch cable was found to be loose in the proximal end housing. The complaint regarding the articulation was not working properly was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument articulation wasn't working properly. The procedure was completed with no reported injury.